Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were not crossing over to the station. Users were able to log in and select patients; however, no medications were displayed for the selected patients. The user also reported that the station was currently on critical override and does not have medication details available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medications were not crossing over to the station. A technical support specialist (tss) contacted the pharmacy team to obtain dial-in access and required details. Upon discussion, it was confirmed that the issue had already been resolved at the corporate level, and approval was provided to mark the case as complete. The system functioned as intended after issue was resolved.